Event description:
It was reported that the pump unexpectedly reset. Subsequently, an unidentified malfunction occurred and pump shutdown. Customer's blood glucose was 180 mg/dl. Customer reverted to using manual injections for insulin therapy.